Event description:
It was reported to boston scientific corporation that a stone cone nitinol urological retrieval coil was used during ureteroscopy procedure performed on (B)(6), 2013. According to the complainant, during the procedure, after the surgeon completed the retrieval of the stones, the surgeon felt resistance upon closing the coil and upon retracting the device into the sheath of the ridged scope. The tip of the coil partly came off but was still attached to one end. The surgeon was able to pull the whole cone out of the patient, however, the tip was partially damaged and bent. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Additional device info: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.